Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that his continuous glucose monitor (cgm) showed a sensor failed in the morning and later found out that the sensor wire was embedded in his skin. Around 6:30 pm, the cgm was removed and it was found that the sensor wire was missing from the device. Visual inspection and an ultrasound examination did not reveal the wire, but an emergency room (ER) x-ray confirmed the wire was still inside the arm. There was no documentation about any removal of the wire during the ER visit. There was no prescription for any type of oral prescription medication reported, and no intravenous treatment was documented. The patient is scheduled to undergo surgical intervention due to the stuck wire on (B)(6) 2026. At the time of the report, the patient's condition was stable with a redness, pinching or stabbing sensation. Per follow-up documentation on (B)(6) 2026, it was reported that the patient underwent the scheduled surgical intervention on (B)(6) 2026 to remove the stuck sensor wire and was discharged the same day. The procedure was performed under local anesthetic with a small incision, and no sedation was required. There was no prescription for any post-surgery medication reported. At the time of the report, the patient was doing well with no other changes to their condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).